Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that baseline noise was observed on the right ventricular lead. The noise resulted in inhibition of ventricular pacing. A drop in sensing was also observed. The lead was capped and replaced.